Event description:
It was reported that this right ventricular (rv) lead perforated the right ventricle myocard, the perforation was discovered through changes of the electrocardiogram. During the revision procedure, where this lead was explanted and replaced, for this lead it was noted an insulation issue. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right ventricular (rv) lead perforated the right ventricle myocard, the perforation was discovered through changes of the electrocardiogram. During the revision procedure, where this lead was explanted and replaced, for this lead it was noted an insulation issue. This lead returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: the reported adverse event of perforation is known and documented in the labeling (including both short or long term known complications or adverse reactions). Product investigation confirmed the reported insulation damage observation based on a finding of melted polyurethane insulation 12 cm from terminal end likely due to electrocautery damage at explant. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right ventricular (rv) lead perforated the right ventricle myocard, the perforation was discovered through changes of the electrocardiogram. During the revision procedure, where this lead was explanted and replaced, for this lead it was noted an insulation issue. This lead returned for analysis. No additional adverse patient effects were reported.